Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. Additional information was not provided. The customer declined further follow up from tandem technical support.